Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow. The estimated longevity decreased four years within one year period. This device was replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.